Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the clinical sales representative (csr) and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing found out of the ordinary. The instrument was used for 10 minutes prior to the issue occurring. The surgeon did not notice any functionality issues with the instrument during the procedure. The instrument did not collide with other instruments or hard materials. The fragment did not fall inside the patient during the instrument tip/ instrument collision. The wrist was straightened before removal of the instrument and no resistance was noticed. No damage to the cannula was found. No other damage was noted to the instrument.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the harmonic ace curved scissors instrument suddenly was unable to work. It was stated that the cutter head was complete; however, instrument still could not work after repeated reinstallation. The customer used a spare instrument to continue with the procedure. The procedure was completed with no reported injury. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace curved scissors instrument failure analysis. The instrument was analyzed and found a broken blade. The blade broke at roughly 0.236¿ from the base. The broken piece was returned. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The image shows the instrument and nothing appears abnormal.